Event description:
Product did not deploy properly (twice). A new proglide had to be opened to complete the procedure. The product had patient contact but no patient harm. There are two products that failed and both are available to be returned to the manufacturer. Manufacturer response for proglide, (brand not provided) (per site reporter). Rep will pick up the product for evaluation.